Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Investigation: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, an investigation could not be performed. Complaints received for this reported condition will continue to be tracked and trended.

Event description:
It was reported that bd unidentified syringe broke. The following information was provided by the initial reporter, translated from portuguese to english: I bought a syringe from you to apply my contraceptive and the syringe broke. Conclusion I lost money on the syringe and contraceptive, having to buy another one. Seeing as this has never happened to me.

Manufacturer narrative:
Additional information: the customer provided a material number/device information on 3 sep 2024. It has been confirmed that the reported complaint for a device that is not sold in the united states.